Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system unable to store the images. Review of the system log file showed ¿lateral ip-pc¿ malfunction. Upon further inspection, rse found radar alert of cv allura: error_fluostr-imageds received into radar monitor. Rse monitored the system for additional alerts and no additional alerts were received from the monitor. The system was working normal. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the fluoroscopy storage was not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.